Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Additionally, it was reported that the pump time was incorrect, cause was unknown. Customer corrected the time to resolve the issue. It was also reported that the pump touchscreen timed off sooner than expected. Reportedly, customer continued to use the pump for insulin therapy. Customer¿s blood glucose level was 209-214 mg/dl.